Manufacturer narrative:
Concomitant medical products: d274drg, ICD; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was extracted due to methicillin-resistant staphylococcus aureus (mrsa) which progressed to bacteremia. A two centimeter vegetation was noted on the right atrial (ra) lead. No further patient complications have been reported as a result of this event.